Event description:
It was reported that the patient had a syncope episode in the bathroom. The patient was seen in the office and it was observed on the strip a long a-a interval after a pvc. The device is functioning as designed in mvp mode, however the patient is not a good candidate for mvp. A programming change was made to the modes, dddr, for this patient and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).